Manufacturer narrative:
The insulin pump was received with blank display and problem isolated to lcd board.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.